Event description:
Reported just prior to completion of caesarean section, obstetrics doctor and scrub tech (obst) noted sparks from bovie pencil upon use. Cable and grounding pad were checked and cleared. Team noted a small (1/2 x 1 inch) burn like area anterior to incision. Doctor and obst reported the location of burn was not where physician was using the bovie pencil. Bovie pen remained in holster at all times while not in use. Equipment was removed and sent to biomed. Grounding pad packet and bovie pencil were saved.